Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. There were no visual defects. Testing by the suppliers was done and the cable passed all testing. Since the event was unconfirmed a root cause could not be found. Potential root cause for this failure mode could be, ¿user sterilizes cable.¿ the lot number was unknown; therefore, the device history record could not be reviewed. No labeling review was performed as the product does not have an IFU as it was not considered a medical product in japan. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature display kept turning on and off during use. Per additional information from the ibc via email 25mar2020, the problem was resolved once the extension cable was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature display kept turning on and off during use. Per additional information from the ibc via email 25mar2020, the problem was resolved once the extension cable was replaced.